Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation noted the image defect e15 error occurrence was not reproduced . Furthermore, service repair noted the following findings below: angle insufficient angle- the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. A-rubber (bending section) adhesive part chipped. Nozzle drainage - the drainage function deteriorates due to clogging of the air supply / water supply nozzle due to handling (insufficient cleaning). Evaluation findings noted the customer reported issue was not able to reproduced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of image defect e315 error occurred. The issue found during an unknown event. There was no patient harm, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to defect of the image sensor unit, or the failure of the internal circuit board of scope connector or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.